Manufacturer narrative:
Additional review determined the codes listed in this report were also related to this event.

Event description:
A patient reported that, about week prior to the report, when they sit for a few minutes they see contractions in their right knee "kind of like you see in woman who have varicose veins". When they lay down and do their exercises, it goes away. The day prior to the report they noticed a shocking pain in their right foot. It was noted the patient is diabetic, and they wanted to know if the symptoms they reported are due to the diabetes or the implantable neurostimulator (ins). The patient was direct to their healthcare provider. The ins is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.